Event description:
Our laboratory reported a her2 fish result of 2.29 low level amplification and a positive progesterone on the very same tissue sent to (B)(6) for the oncotype test. The oncotype test reported the her2 was negative 8.5 units, negative <10.7 and a negative progesterone receptor. These false negative oncotype test results have the potential for pt harm-specifically if the pt does not receive her2 targeted therapy. The impact of these false negative results on the oncotype recurrence score remain unk.